Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the power cord had become detached from the power entry module leading to bare copper wires. It was alleged that a nurse came in contact with these wires and experienced shock. The extent of her injuries and any possible medical intervention was not reported. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by confirming that the power cord was replaced which resolved the issue.

Event description:
It was reported that the power cord had become detached from the power entry module leading to bare copper wires. It was alleged that a nurse came in contact with these wires and experienced shock. The extent of her injuries and any possible medical intervention was not reported. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power cord had become detached from the power entry module leading to bare copper wires. It was alleged that a nurse came in contact with these wires and experienced shock. The extent of her injuries and any possible medical intervention was not reported. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.